Event description:
The fse reported a filament regulator failure error message. This error occurred during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.

Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.